Event description:
It was reported that the alarm code 113 (reduced water temperature control) and 64 (non-recoverable system error) messages appeared on the screen during therapy today. Per review of wo on (B)(6)2025, device was used on patient. No patient identifiers available, no patient impact reported.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). The reported product number is sold out. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d, e, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm code 113 (reduced water temperature control) and 64 (non-recoverable system error) messages appeared on the screen during therapy today. Per review of wo on 29jan2025, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 10mar2025, issue resolved onsite. Preventive maintenance was performed correctly and the device worked correctly. Also, the temperature cable nellcor had to be replaced. Per additional information updated in wo on 20may2025, it was reported that there was no visible damage, but if moved it, the temperature would increase and decrease a lot, then it was replaced, because the measure was not correct.